Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. Device UDI number unavailable. No hardware parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site was unable to load 2 exam discs on the compact navigation system. The site was not able to load the exams to the system using an alternative method. There was no patient present when this issue was identified.